Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient made an unspecified mistake. It was reported the patient was not hospitalized for the event. The same day as event onset, the patient was treated with injection of vancomycin (1gm every fifth day, discontinued 14 days later, route not reported), injection of meropenem (1 gm daily, discontinued 14 days later, route not reported) and injection of heparin (intraperitoneal, 2000 unit per bag, discontinued 14 days later) for the peritonitis. Pd therapy was ongoing. At the time of this report, the patient has recovered from the event. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.